Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator 2 clicks but was not released. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator 2 clicks but was not released. A field service engineer (fse) replaced the latch for the remote manager and had the pharmacy technician log in and successfully recover the device. The system functioned as intended after the field service engineer repaired the device.